Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high and low blood glucose. Customer had problem with pump and put in new sensor it has been going into lows all day. Insulin pump is in suspend mode blood glucose was 138 mg/dl and after 2hrs it was 233 mg/dl, after 5hrs her blood glucose was 205 mg/dl since she ate pizza, treated with bolus. The sensor glucose was 51 mg/dl, 55 mg/dl, and 63 mg/dl this evening her blood glucose read 124 mg/dl and was sensor glucose was 63 mg/dl. Customer ate then all of a sudden it dropped down to blood glucose of 54 mg/dl and she drank orange juice and could not get it to go up. Customer stated the site is not actively bleeding. The current blood glucose was 121 mg/dl, 124 mg/dl and sensor glucose was 89 mg/dl. Normal range of customer was 130 mg/dl. Blood glucose value from reported event was 124 mg/dl and sensor glucose was from reported event 51 mg/dl. Sensor glucose and blood glucose difference was not within acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 51 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. Sensor glucose was suspending on low 92 mg/dl. The sensor will not be returned for analysis and insulin pump will not be returned for analysis.